Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. The analyst noted that the tech services review mentioned that marker recording was stored into the long-term histogram memory space. The short-term histograms are ok. Histograms are cleared out and start over one hour after a programmer session ends, so the issue will self correct. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device showed markers were stored incorrectly in the long term histogram memory. The device remains in use. No patient complications have been reported as a result of this event.